Event description:
Same case as MFR #6000089-2005-00 00389, 6000089-2005-00390. During a coronary drug eluting stenting treatment procedure, insertion and withdrawl issues occurred. The case was started with a bmw guide wire and a jr4 (cordis) guide catheter. The physician successfully implanted a taxus express2 3.0 x 28 mm drug eluting stent in the non tortuous distal right coronary artery (rca). When he advanced another taxus express2 3.5 x 28 mm stent in the mid-rca, he felt some resistance existed between the stent and the bmw guide wire, which made it fail to reach the target position (overlap the distal stent). The resistance was increased when he tried to withdraw the stent. The physician didn't investigate any problem in the stent, so he changed to a whisper guide wire and a cordis al4 guide catheter and tried to advance it again, but failed. The physician then tried to minimize the resitance by flushing the lumen with some rotaglide. However, the situation was even worst and the resistance appeared in the guide catheter this time. The same thing happened in another 2 taxus express2 3.5 x 20 mm and 3.5 x 16 mm stents. Finally, the physician successfully implanted a cypher 3.5 x 33 mm stent in the target lesion. No pt complications were reported.